Event description:
During primary hip replacement surgery, the stem would not advance distally in the canal. It stayed proud by 3-5 cm. The surgery was delayed approximately 1 1/2 hours due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.